Event description:
Event description guidant received information that during a routine pacemaker changeout procedure the field representative reported that the pacemaker recorded better threshold measurements in bipolar configuration than in unipolar configuration, despite the fact that this is a unipolar lead. Lead impedance testing had not been performed.